Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 45 mg/dl; cause was not known. Customer consumed carbohydrates to address bg level. The customer was hospitalized, and treated with intravenous saline fluids. Customer has not been released from the hospital; the issue was resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.